Event description:
Poor design of the sleeve and hard tubing that exits at the achilles causing pressure ulcer injury to patients. This patient developed stage 1 pressure ulcer to the right achilles and an unstageable pressure ulcer to the left of the achilles and it was discovered upon removal of the device.